Manufacturer narrative:
Unit had constant pump error during rewind due to corroded motor home switch. The motor slide had unknown dried substance. Unable to perform functional test, including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test,force sensor test and displacement test due to pump error. Unit had minor scratched display window, scratched case, damaged (scratched) display window cover, pillowing keypad overlay and keypad overlay damage texture.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The producst was returned for an unknown reason. The customer's blood glucose level was unknown.